Event description:
Customer reports the 3rd and 5th pins from the left, and the last 2 pins on the right of the inform system are darkened. No evidence of burning or melting reported. The malfunction occurred at a medical center. No adverse event reported. Requested return of suspect device and replacement was sent.